Event description:
A user facility submitted a repair request to the olympus service center, for an endoeye flex deflectable videoscope, exhibiting no image. The event occurred during preparation for use, prior to an unknown procedure. It was reported that the procedure was completed using similar device (another ltf-s190-5). There was no report of patient harm or user injury associated with this event.

Manufacturer narrative:
The customer suspected device was returned for investigation. Upon evaluation of the returned device the following defects were found, curved rubber adhesive missing, operating part angle fixing part loose, scratches found on the operation part, scratches found on the grip, scratches found on the nigiri cover, and scratches found on the video connector case. The faulty parts were replaced, and the device was returned to the user facility. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause was unable to be identified as the event was unable to be reproduced. The event likely occurred due to the following: 1) there was a temporary contact failure due to foreign matter adhering to the connector contacts. 2) a foreign object or malfunction has occurred on the video system center side. 3) temporary malfunction due to static electricity or over current. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Based on the results of the investigation, it is likely that the event occurred due to stress such as excessive dent or twist applied in the bending section and/or charged coupled device (ccd) cable inside the universal cord, causing a contact failure of the ccd cable. The event can be prevented by following the instructions for use which state: "the instruction manual chapter 3 preparation and inspection 3.8 inspection of the endoscopic system - inspection of the endoscope confirm that the wli (white light imaging) and nbi (narrow band imaging) endoscopic images are normal." Olympus will continue to monitor field performance for this device.